Event description:
It was reported that during a pta procedure the catheter could not be passed through a 5fr introducer sheath. Leaving the introducer sheath in place, the catheter was removed and replaced with a competitor's product. Completing the procedure without further complications being reported.